Event description:
Customer called to report the pump's driver block was sliding freely when the driver arms were in the locked position. Also stated that the back side of the pump had a dent in it. Device was not dropped, bumped, or exposed to moisture.